Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported via remote transmission that right ventricular (rv) defibrillation lead showed high impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the right ventricular (rv) defibrillation lead had again showed high impedance and had triggered an alert data transmission. The transmitted data indicated the impedance value was steadily rising. The lead remains in use. No patient complications have been reported as a result of this event.